Event description:
It was reported the pt underwent an operation in 2003. It is a primary implantation. Post operation activity is moderate. In 2005, it was found implant broke inside the body.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental.